Event description:
It was reported, intraoperative use for colorectal anastomosis. Inserting the battery on the device, the indicator lights illuminate. Remove of the pin which puncture the rectum as usual. Insert the device and activation of the anvil. The pin has been pulled into the device by hand as usual. Removal of security. Triggers activate for automatic anastomosis, but nothing happens. Need to remove the device and re-insert a new device while the rectum was punctured by the pin. Risk of rectal tearing on reinsertion of the device with a major risk of laparotomy. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 07/07/2022. Additional information received from the surgeon: were there any patient consequences as a result of this incident? Yes, these are not really consequences as the postoperative was simple, if that had not been the case, the problem of material would have been incriminated. 1: anesthetic problem at the time of the incident with the need to exhale the pneumoperitoneum, device entered the rectum without any visibility with risk of microtrauma at the site of anastomosis (we could have already performed anastomosis if the clip had worked). 2: need to de-click the anvil of the device = microtrauma + pull out the device + re-insert a new device with the risk of tearing the row of rectal staples on the fragility created by the exit of the pin at this location. Has there been a change in the patient's post-operative care after the event? No, the patient left the hospital at d4, nothing to report.

Manufacturer narrative:
(B)(4). Date sent: 07/11/2022. D4: batch # 465a79. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. Only the anvil half washer was present, the device was fully loaded with staples. Due to staples present on the device is possible that the returned anvil does not belong to the returned device since anvils are interchangeable with the same product. No battery was received. When the test battery was installed the green checkmark does not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. After disassembly, the device was manually assisted in order to perform the functional test with a test washer, and the device was fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident confirming that the experience was due to the damage in the flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The damage observed on the flex circuit has been correlated to the design. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.